Manufacturer narrative:
Due to abnormal baseline/photometer readings, run #2603 was confirmed to have made a potential false positive call for the influenza b target of the scfa assay. In addition to run #1733 also identified in the data to have made potential false positive calls for the influenza b and sars-cov-2 targets of the scfa assay. Although the baseline levels still remain within the acceptable levels for the two runs. Moreover, run #669 was also confirmed and identified in the data to have made a potential false positive call for the sars-cov-2 target of the scfa assay. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results with the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system on (B)(6) 2021, patient 1 was tested with the cobas® liat® system and generated sars-cov-2 invalid, flu a invalid, flu b positive results. A retest of the same sample with the same platform was negative for all 3 targets. The negative result of the retest was reported to the patient and or medical personnel. On (B)(6) 2021, patient 2 was tested with same cobas® liat® system and generated sars-cov-2 positive, flu a invalid, flu b positive results. On (B)(6) 2021, patient 3 was tested on a different cobas® liat® system and generated sars-cov-2 positive, flu a negative, flu b negative results. It is unknown whether any retests were performed for the two additional runs since no data was provided. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance, three (3) mdrs will be filed, one (1) per patient.